Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for 3.5 years, was replaced due to reaching eri. Early battery depletion was suspected.